Manufacturer narrative:
Additional review of this MDR shows that there is no evidence to reasonably suggest that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable device. The indication for use was not reported. It was reported that the healthcare provider was not able to fill the pump completely when he was pushing the drug from the second 20ml syringe. Per the physician the issue was the .22 micron filter which was preventing him from able to push drug in.